Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The evaluation included a review of the complaint text, testing of retained kits of architect anti-hbc ii lots, a search for similar complaints, and a review of labeling. Based on shipping records, lots 04602li00 and 06699li00 were evaluated. Retained kits of these two lot numbers were calibrated on two different instruments and both calibrations met instrument specifications. All control values met control specifications and were in the typical range. In addition, the clinical sensitivity of the two lots was evaluated. The obtained results were compared with data provided from the manufacturer for this panel and both reagent lots detected one bleed earlier (B)(6) as the data provided by the manufacturer. No adverse trend was identified related to this issue. A review of product labeling determined that the issue is adequately addressed. Based on the investigation results, no product deficiency was identified related to the alleged malfunction reported by the customer.

Manufacturer narrative:
This report is being filed for an ex-us product ((B)(4)) that has a similar product ((B)(4)) distributed in the us. (B)(4) (test result), (no consequences or impact to patient ), (B)(4) (false negative result). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that since switching from the architect to the axsym, patient samples that were (B)(6) for the hbcii assay turned-up to be (B)(6) on the axsym and another (non-abbott) method. No specific patient data was provided. The customer is claiming the patient results obtained on the architect as false (B)(6). No impact to patient management was reported.

Manufacturer narrative:
.